Manufacturer narrative:
Olympus followed-up with the user facility to gather additional information regarding this report. The user facility reported that the image became completely white when the subject device reached the tissue. The users had switched to a different device and completed the procedure. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the image was distorted and partially visible. There was no evidence of fluid invasion in the scope connector, in the electrical connector unit or in the control body. The scope passed the leakage test and the fog test. The difficulty was isolated to the electrical connector, and was replaced. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, the display on the screen was completely white. The intended procedure was completed with a different olympus endoscope. There was no patient harm reported.